Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 43 mg/dl. The customer was treated for the low blood glucose with food. Customer reported that they had recently finished the training. Customer was unhappy with the sensor. Customer was experienced low blood glucose for one hour. The insulin pump was not returned for analysis.